Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported the representative (rep) suspected the cause of the event was the patient had fallen. The patient first noticed the device/therapy issues late (B)(6) /early (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. It was reported that the patient had a referral for a lead. Upon removing stylet from lead, internal wiring came loose, destroying the lead and both leads had to be removed and were unable to be replaced. The issue was not resolved. The leads were discarded.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6), ubd: 17-apr-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reported that the patient (pt) had to get leads revised and hcp made decision to put in a paddle lead because things did not work out as planned, so hcp explanted leads and now pt only had ipg in body. Rep requested MRI eligibility. Tss reviewed MRI information. No further details provided at the time of the report. On 2025-aug-07 additional information received from the rep. They reported the lead revision took place (B)(6) 2025. The pt was no longer getting pain relief so the physician wanted to revise the leads. There may have been slight movement down from the initial placement, but it was not significant. The physician tried to manipulate the current leads unsuccessfully due to what was described as adhesions. The physician opted to remove the leads and refer for a paddle lead placement. The ins was kept in since it was only 2 years old. Pt information was provided. Hcp info was provided. The rep was first made aware on the date of the revision.

Manufacturer narrative:
Correction: found duplicate file - merged files together and updated coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.